Manufacturer narrative:
Reported event of stent partially deployed. Reported event of stent damaged. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the trachea during a stent placement procedure performed on (B)(6) 2014. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician attempted to deploy the stent at approximately 5 mm from the distal end when the stent could no longer be released. It was also reported that the stent was damaged at the distal end. The physician removed the partially deployed stent from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 9mm. No issues were noted with the crochet stitches from the point of release from the stent. It was noted that the stent was flared distally. During analysis, it was possible to retract the deployment suture and fully deploy the stent without any issue. No issues were noted with the profile of the deployed stent. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the trachea during a stent placement procedure performed on (B)(6) 2014. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician attempted to deploy the stent at approximately 5 mm from the distal end when the stent could no longer be released. It was also reported that the stent was damaged at the distal end. The physician removed the partially deployed stent from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.